Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. After the procedure, when the nurse unplugged the monitor, spark occurred. The surgical cap of the user was burnt. There was no injury was reported. This is the report regarding the spark.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, it was found followings as a result of evaluation by an olympus local service engineer; -the rear panel and the internal circuit board of the subject device were partially discolored. -there was no evidence of burning on the internal circuit board. The device history record was reviewed and found no irregularities. Omsc could not investigate further more since it was reported that the subject device was discarded. Based on the evaluation result so far, it was surmised that the reported failure phenomenon, spark, was attributed to another device / other than the subject device.